Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. Reportedly, a urinary incontinence occurred from the area around the connecting tube. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that the catheter detached in the middle and separated from the cap.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation result of catheter detached. Block h11: investigation results the nephrostomy catheter with hub were returned for analysis and it was noted that the catheter detached in the middle and separated from the cap. Microscopic examination was performed, under magnification, and it was observed a suture knot to catheter. With all the available information, boston scientific concludes that the reported event of was confirmed. A device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of catheter detached/separated and hub leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was possible that the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the coil and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, taking all available information into consideration an investigation conclusion code of adverse event related to procedure was assigned to this investigation since the adverse event occurred during the procedure and the device had no influence on the event.